Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event involved a male patient while in the cardiovascular intensive care unit (cvicu) during use. The intra-aortic balloon (iab-05840-lws) was inserted on (B)(6) 2014 at 2123 hours without issue. The patient went into the operating room with the iab in place on (B)(6) 2014 and returned to the cvicu sedated and not moving. The nurses repositioned the patient in the bed and noted the iab to be separated and had come out of the patient. The sutures remained intact to the patient's thigh and no tension was exerted on the iab during movement. All iab waveforms were within normal parameters prior to the incident occurring. As a result, the iab had to be removed from the patient. The packaging was discarded when the iab was inserted thus are unsure of the lot number; as40464 is printed on the actual iab. An update received on 09/09/2014 stated that the iab separated between the sheath and the cath guard and migrated distally. The issue was resolved by removing the contaminated iabp. They did not have to surgically remove the iab. The iab had been inserted through the sheath via right femoral artery. They did not insert another iab. There was an indefinite delay in therapy with no harm to the patient. No medical intervention was required. There was no report of patient death, complications or injury. The patient outcome is the patient was transferred out of intensive care unit and discharged on (B)(6) 2014.